Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflected users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The pump was run for 24 hours at 2 units per hour and the total daily dose for testing showed 48 basal units were delivered. The pump did not change basal settings during testing. The history settings issue was unable to be duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.